Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. Phone number not provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator was failing the self test performance test. No patient involvement. The customer troubleshot with technical support. The customer was advised to replace the data acquisition board. Event date not specified, estimate used.

Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR : 17apr2019. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.